Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his blood glucose was 500 mg/dl. Insulin pump alarmed a no delivery alarm and a motor error alarm when the customer was trying to deliver a bolus. Customer was able to resolve the issue with multiple set changes. During troubleshooting, customer was assisted in performing the displacement test, the test passed. Customer was assisted in performing the device rewind, no motor error alarm during the rewind process. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.